Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the sterile scalpfix devices. During a craniotomy on (B)(6) 2018, the scalpfix reloads were noted as jamming. After every second clip was dispensed, the magazine jammed. The surgeon requested the non-disposable gun for application and the issue again occurred; a second disposable product was also opened. There was a delay in surgery of 20 minutes due to the malfunction. There was no other intervention required. Additional information has been requested.

Manufacturer narrative:
Associated reports: 9610612-2019-00020 and 9610612-2019-00040. Investigation: no product at hand. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. There is the possibility that the root cause of the problem is usage related or related to an improper transport or storage of the product. Rationale: due to a lack of data and without the product, we can not determine the exact cause. According to the quality standard, a material defect or production error can be excluded. There is the possibility for the following causes: ff012r - spring force too low; ff013p - disassembly of the safety clip; too much friction in the magazine; sledge is no longer in its howm position. No CAPA is necessary.